Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the surgeon noted debris on the iol after inserting the iol into the eye. The incision was slightly enlarged to facilitate removal and replacement of the iol. The pt's outcome was excellent and bcva was 20/20 (no date given).